Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: (B)(6). Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Translation: we have a material safety issue that has occurred at least twice on ca500s. The batch of one of the two clip applicators = batch 1490524 (the other has been discarded) the clip applier closes, but the clips do not present themselves on the jaws. If you want to precede the placement of a clip on a vessel, no clip is placed, but the risk of severing the vessel is very high, with potential bleeding. Patient status: no patient injury has been reported. Intervention: (B)(6).

Event description:
Procedure performed: ni event description: complaint 1 of 2: (B)(4) complaint 2 of 2: (B)(4) translation: we have a material safety issue that has occurred at least twice on ca500s. The batch of one of the two clip applicators = batch 1490524 (the other has been discarded) the clip applier closes, but the clips do not present themselves on the jaws. If you want to precede the placement of a clip on a vessel, no clip is placed, but the risk of severing the vessel is very high, with potential bleeding. Info received from applied medical representative via email on 18jan24: no further information available. Patient status: no patient injury has been reported. Intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on similar incidents, manufacturing and quality control corrections have been implemented under corrective and preventive action referenced CAPA-00131. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.